Manufacturer narrative:
As no physical or picture sample, or valid lot number was provided for evaluation, by our quality engineer team, a complete investigation could not be performed. There are current quality controls in place to detect this type of product malfunction during the production process. Based on the limited investigation results, a cause for the reported incident could not be determined. Corrective actions have been initiated and a manufacturing root cause has been identified for this failure mode. Actions have been made to address the issue.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd unknown 22 g cathena catheter was defective / damaged. It was reported by customer that clinician started a 22g cathena IV catheter. Once the needle was retracted the blood control didn't work and the blood spilled everywhere on the patients bed and floor. Clinician started a 22g cathena IV catheter. Once the needle was retracted the blood control didn't work and the blood spilled everywhere on the patients bed and floor.